Event description:
It was reported that during a pci procedure the quantum maverick monorail balloon ruptured at 18atms on the fifth inflation during post dilation of the proximal side of the stent. In the opinion of the physician the balloon was pinhole ruptured by stent edge. The lesion being treated was severely calcified and 90% stenotic. The balloon was removed intact. The procedure was successfully completed with another quantum maverick balloon. Pt status is listed as "good".

Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.